Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 55 to 36 mg/dl at the time of the incident. The customer was at 100 to 134 mg/dl at the time of the call. The customer used food and was given gel to treat. The customer experienced symptoms such as falling, shakiness, and inability to speak or walk. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer felt that their settings may have led to the lows. Troubleshooting was not completed but the pump passed a displacement test. The customer reported getting up to a high of 552 mg/dl which they used the pump to treat. The customer had made drastic changes to their settings and was expecting to go high. The insulin pump will not be returned for analysis.